Event description:
It was reported that during a whipple procedure, that on the fourth firing, the device went part way and stopped, and could not pushed any further. When the device was removed, the device had not fired a complete staple line. The staples that were deployed were not formed correctly. Sutures were used to oversew the staple/cut line. The case was completed using standard surgical technique. There was no adverse patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.